Event description:
Supplemental correction report is being submitted following engineering input received on 07-apr-2025. Engineering input confirming off label use. A code is being updated as originally report was generated for difficult advancement, and it is being updated to off-label use.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a 42-year-old female patient underwent an ercp procedure in which the cotton-leung biliary stents were used. The physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more clso stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking at the lumen of the clsos (B)(4), they are smaller than the stent that comes in the complete kit and this prevents advancement into the oacl introducer.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jul-2025.

Manufacturer narrative:
Device evaluation: the device evaluation of clso-7-12 of lot number c2182936 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Four images were presented, displaying both white and blue-colored stents. In images 1 and 2, the lumen of the white stent (from oacl kit) appears larger than that of the blue stent (standalone clso stent). Images 3 and 4 seem to depict an attempt to insert the stent into the introducer. Please note that this complaint is also related to other complaints: (B)(4). Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-7-12 device of lot number c2182936 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that (ifu0045) ¿this device is used to drain obstructed biliary ducts¿. In the precautions it¿s mentioned that ¿select the cook stent introducer system (if not included) in the appropriate french size¿ there is evidence to suggest that the user did not follow the instructions for use. Abnormal use was identified as the device was used with oacl kit which is preloaded with the stent. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause of abnormal use was established. The user did not follow the instructions for use. As per the information received the clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿/ -0.002¿). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to initial reporter, the physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more cslo stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking as the lumen of the cslos, they are smaller than the stent that comes in the complete kit and this prevents advancement to the oacl introducer. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no health consequences or impacts to the patient were reported. A definitive root cause of abnormal use was established. The user did not follow the instructions for use. As per the information received the clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿/ -0.002¿). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required.